Event description:
(B)(4). Heavy periods ,joint pain ,rash ,headaches ,bleeding for months at a time no stopping in between to the point were I had to take birth control pil 3 times a day. Back pain , severe abdominal pain to the point were I'm in a fetal position .and also got pregnant with the device.